Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who reported the cause of the jolting and device turning off was due to programming and a faulty controller. They state they had their controller replaced and their implantable neurostimulator (ins) reprogrammed which resolved the issue.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that for the past 4 months they have been experiencing heavy jolting when they turn to one side it would would turn off and if there standing up or lean to their right and when they lean back it goes off . Caller stated that if they move their arm it will electrocute them at a high force. Caller added that they have tried turning the stimulation down but it still jolts them. Caller stated that they think it could be a problem on the leads. Caller mentioned that they do not have any hcp at this time. Agent sent caller physician listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The reason for call was patient stated that for the past 6 months they have been feeling like they are being electrocuted. Patient stated that if they lean a certain way, they will get zapped and then the feeling will go away and then it will come back strong again. Patient mentioned previous call to patient services and that they now have a pain management doctor. Patient noted that they need a medtronic rep to come to their doctors office but their doctor told them they had to set the appointment up. Patient stated the appointment is wednesday; agent reviewed role of rep with patient. The patient was redirected to their healthcare provider to further address the issue. Agent sent an email to the field.